Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional additionally reported pain and capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, wear abrasion, white particles in the shell and weight to the specification. The unit is not ruptured. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.